Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of forceps elevator was not confirmed. The unit will be further inspected and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the forceps elevator on the gi scope is unable to move up and down. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since a conclusive root cause was unable to be identified, the probable cause of the forceps elevator failing to move down is due to foreign objects or grime on the forceps wire or in the wire channel. The facility did not follow the re-processing process on the instruction manual, so the subject device was not fully cleaned and objects remained. The phenomenon was not duplicated during inspection because the foreign objects or dust were cleaned during the reprocessing. The instructions for use (IFU) manual of gf-uct180 refers to: chapter 6 compatible reprocessing methods and chemical agents, chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor complaints for this device.